Event description:
The customer reported to olympus, the visera elite video system center screen does not appear even when the camera is connected, the screen appears when connected to other devices so it is determined the otv-s190 is malfunctioning. The issue was found during preparation for use, the intended therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the video connector socket had terminal corrosion resulting in no image being produced. In addition, the battery of the printed circuit board was depleted. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the corroded contacts of the video connector receptacle cannot be identified. Olympus will continue to monitor field performance for this device.